Event description:
It was reported that the tip of the device was broken during impacting the stem. There was no adverse consequence.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Visual inspection confirmed the reported event as the key feature is almost completely fractured off the tip. The tapered surface that interphases with the locking feature in the implant is noted to be circumferentially deformed most likely due to overtightening. The device displays scratches consistent during its service life. Dimensional and functional inspection were not performed due to the poor condition of the returned device. A material analysis was not performed. With the assistance of the material analysis team, the device was examined with the aid of a stereo microscope at magnifications up to 50x. They indicated the key feature on the tip of the inserter/extractor fracture is consistent with a bending overload. The investigation determined the likely root cause of the event to be a bending overload fracture. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the tip of the device was broken during impacting the stem. There was no adverse consequence.